Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error. Corrected data: per the additional information received- this event is no longer a product problem.

Event description:
Additional information received indicates that the patient did not recharge the ipg rendering the ipg inoperable.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient lost therapy due to ipg being inoperable. As such, surgical intervention took place on (B)(6) 2021 whereon the ipg was explanted and replaced with a new ipg addressing the issue. Reportedly, therapy was confirmed post op.